Event description:
According to the facility on (B)(6)2023 "the rn went to do a culture using a syringe but the sample port broke off leading to the nurse removing the catheter and inserting another".

Manufacturer narrative:
According to the facility on (B)(6)2023 "the rn went to do a culture using a syringe but the sample port broke off leading to the nurse removing the catheter and inserting another". Per the facility the patient was not harmed during the incident and no additional medical intervention was provided. No additional information is available at this time. The sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.